Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain after essure insertion") and back pain ("lower back pain after essure insertion") in an adult female patient who had essure inserted for female sterilization. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and essure removal performed on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. The reporter commented: removal of essure was performed at the patient's request and due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-apr-2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain after essure insertion") and back pain ("lower back pain after essure insertion") in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and essure removal performed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. The reporter commented: removal of essure was performed at the patient's request and due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.